Event description:
The customer reported via phone call experiencing high blood glucose. She stated that she had changed the complete set the night prior and everything went well; she noted that priming was successful. Before bed, she had a snack, bolused, and received the first no delivery alarm. The customer's blood glucose was 345 mg/dl. She tried again and was able to successfully deliver insulin. However, she stated that she woke up with blood glucose of 400 mg/dl and that the insulin pump alarmed no delivery. She advised that she changed the infusion set and now her blood glucose was good. The customer's blood glucose was 55 mg/dl and she was just coming from the gym. She was unable to troubleshoot the issue, as she had resolved it prior to the call. No bent infusion set cannula was found. She declined to return the infusion set and reservoir for analysis and stated that she would monitor the insertion site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.